Event description:
Per the clinic, a CT scan (date not reproted) revealed the electrode array was extracochlear. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. This report is filed (B)(4) 2015.

Manufacturer narrative:
The implanted device remains.